Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that inspection of the power module (pm) revealed a possible acid leak from internal battery and evidence of leak around the battery clamp seeping into the pm. The unit was removed from use and segregated pending examination and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery leak occurring inside the power module was confirmed. The returned power module (serial number (B)(6)) and the returned sealed lead acid battery (serial number (B)(6), evaluated separately) were received at the european distribution center. Corrosion was observed on the power module¿s battery holder and within its battery compartment upon arrival. Due to the observed corrosion, which appeared to have been caused by battery leakage from the internal battery (addressed via the battery¿s investigation), no functional testing was performed, and the power module was scrapped. The root cause of the observed battery leakage, causing corrosion within the power module, was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications using the power module is addressed in instruction for use (IFU) section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Instruction for use (IFU) safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU) p.3 - precautions and p.33 - pm backup power. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.